Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain / excessive pain"), discomfort ("discomfort"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, discomfort, bladder disorder, urinary tract disorder and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, device dislocation, discomfort, genital haemorrhage, hormone level abnormal, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain / excessive pain"), discomfort ("discomfort"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, discomfort, bladder disorder, urinary tract disorder and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, device dislocation, discomfort, genital haemorrhage, hormone level abnormal, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. Lot number: 50697310, manufacturing date: 2012-11, and expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("device migration") in an adult female patient who had essure inserted (lot no. 50697310) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain / excessive pain"), discomfort ("discomfort"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device dislocation, discomfort, genital haemorrhage, hormone level abnormal, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: she sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. Lot number: 50697310, manufacturing date: 2012-11 and expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-aug-2022: nullification: with follow up information this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.